Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician. This is an ancillary service event. Visual inspection was performed. Functional testing could not be performed as the device would not power on. The battery was observed to have been drained. The cause of the condition was determined to be a depleted battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a drained battery. No additional information is available.